Event description:
Hcp reported the patient had complaints of an increase in pain. A pump study was done in 2002 that demonstrated a rotor stall. The patient was treated with oral opioids and had no other withdrawal symptoms. The pump was replaced and returned to the manufacturer for analysis. The patient is reported to be doing well since the replacement.